Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer's blood glucose (bg) was in the 80 mg/dl range. During troubleshooting with tandem technical support, the customer was instructed to leave the pump plugged into a power source for at least 30 minutes. Customer acknowledged. Upon follow up, the customer reported that the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source.